Manufacturer narrative:
(B)(4). Physio-control advised the customer that the unit is beyond its manufacture warranty period and that the unit is no longer supported. It was later confirmed by the customer that they had purchased the device from a reseller who provides repair services for the devices that they sell. The customer has arranged to have the sellers biomedical service provider repair the device. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service wrench present and an event code in the memory which indicated that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.